Manufacturer narrative:
Reported event of device packaging seal compromised. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 laser fiber device package was noted to have a compromised seal prior to a ureteroscopy procedure on (B)(6) 2016. According to the complainant, prior to the procedure, when they took the device out from the box, the device packaging and the sterile pouch was already opened. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.